Manufacturer narrative:
Customer was phoned 3 times in an attempt to collect add'l info regarding purely yours breast pump concerns and mastitis. To date, the purely yours breast pump has not been returned to ameda, inc. For investigation.

Event description:
As part of ameda, inc.'s quality mgmt system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the purely yours breast pump she uses began experiencing very low suction and decreased milk output. Suction remained low despite replacement of some pump pieces. Customer reports being diagnosed with a breast infecton. Her health care provider prescribed oral antibiotics to treat the mastitis.